Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the tower drawer was jammed and unable to open after rebooting the station and attempting to recover storage space. An error message stating that the device was not detected on the bus was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and failed to open. The field service engineer (fse) found that the tower was unstable and that the controller board had been replaced from previous visit. The issue persisted. A knowledge article "db15 external pyxibus port 2 is not detecting hardware (aux, tower, remote manager)" identified a pyxibus port 2 communication sled issue that required remediation, including replacement of the 6 drawer bus cable and a jumper. The fse replaced the external pyxibus cable and the 6 drawer pyxibus cable. The fse rebooted the station, and the tower then appeared on the bus. The customer confirmed that the issue did not reoccur and that the tower had no further issues. The system functioned as intended after the field service engineer (fse) repaired the device.